Event description:
It was reported that a spectrum pump would not recognize a closed door. This condition was discovered during biomed testing, and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would not recognize a closed door, was confirmed and reproduced while attempting to load a set. This condition was determined to have been caused by a bent door hook which prevented the hook from making contact with the switch. The door hooks were replaced.